Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a left forearm fistula, the inflation hub of the pta balloon allegedly broke during the second inflation attempt and then subsequently detached from the catheter shaft. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the inflation hub to be pulled away from the inflation lumen. Further manipulation of the hub found that it detached. Therefore, the investigation is confirmed for the reported detachment. However, no breaks were noted in the hub. It is possible that the user perceived the detachment as a break. The definitive root cause for the identified hub detachment could not be confirmed based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in a left forearm fistula, the inflation hub of the pta balloon allegedly broke during the second inflation attempt and then subsequently detached from the catheter shaft. Another balloon was used to complete the procedure. There was no reported patient injury.